Manufacturer narrative:
(B)(4). Investigation summary: asr revision. Asr xl: right. Reason(s) for revision: femoral neck fracture and metallosis. No device associated with this report was received for examination. A worldwide complaint database search found no other related incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code.  The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New unity record created in order to update legacy complaint number (B)(4). Asr revision; asr xl: right ; reason(s) for revision: femoral neck fracture and metallosis. Doi: (B)(6) 2006; dor: (B)(6) 2007; right hip.

Manufacturer narrative:
Additional narrative:  product complaint # ==> pc-(B)(4). Investigation summary ==> asr revision asr xl: right reason(s) for revision: femoral neck fracture and metallosis no device associated with this report was received for examination. A worldwide complaint database search found no other related incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.